Manufacturer narrative:
This incident occured in (B)(6), to a (B)(6) patient. She had a surgery to insert velofix tlif cages on (B)(6) 2020. On (B)(6) 2021, it was found that she experienced the cage migration in l5-s1 toward the posterior. Upon reviewing the x-ray image of the initial surgery, it appears that the cage was located rather more posteriorly than the appropriate position. According to the literature review, it is known that posteriorly located cages are more prone to developing posterior cage migration. We'll give the instruction to the surgeon about how to locate the cage properly. No plan to have a revision surgery according to the surgeon's decision. The patient's condition is going to be monitored.

Event description:
The female patient had a surgery to insert velofix tlif cage on (B)(6) 2020. On (B)(6) 2021, it was found that she experienced the cage migration in l5-s1 toward the posteior.